Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/22/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the cannula handle. There were no visual defects observed on the intact cannula or intact c-ring. Heavy char was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "environmental particulates" was not confirmed. The lot # 3000336530 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 could not clear the smoke from the tunnel. The jaws were clean and they turned the power down to 2.5 to see if less energy would help alleviate the smoking. They had to open a new device to finish the case. No patient affects and the only delay was dealing with some smoke and changing out the device.